Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient's artificial urinary sphincter (aus) device was explanted due to a leak in the cuff. A new aus device was implanted. There were no patient complications.